Event description:
It was reported the patient presented to the emergency room. Upon interrogation, it was discovered the patient had received an inappropriate shock for far p oversensing. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inappropriate shock, far-p oversensing, and dislodgement were not confirmed. A complete lead was returned in one piece for analysis. Helix, electrical, and visual analysis were normal with no anomalies found.